Manufacturer narrative:
Date of event is unknown; therefore (B)(6) 2014 was noted as it reflects approximately 4 years post implant. Investigation is ongoing. Bibliography: leu, hsin-bang, et al. "Four-year follow-up of acquired aorto-right ventricular fistula after transcatheter aortic valve implantation." European heart journal 37.34 (2016): 2679-2679.

Event description:
As reported by the edwards affiliate in (B)(4), through a journal article titled, "four-year follow-up of acquired aorto-right ventricular fistula after transcatheter aortic valve implantation¿ post deployment of a 23mm sapien valve via transfemoral approach in the aortic position, a cardiac tamponade occurred immediately and was successfully managed by pericardiocentesis. Transesophageal echocardiographic (tee) images at the end of the procedure showed correct position of the prosthesis with mild paravalvular leak and minimal pericardial effusion. The postoperative period was uneventful but a tee performed 2 weeks later showed a jet from the right aortic sinus towards ventricular outflow tract (rvot). One month after the procedure, the jet was 6mm in diameter and became visible by tte. Along the path of the jet, there was a thin-walled circular structure protruding from the outer surface of the right aortic sinus into rvot. CT performed delineated a pseudoaneurysm outside the right aortic sinus and below the upper end of the prosthesis, with a fistula draining into the rvot. Conservative management with annual imaging follow up was decided due to the absence of symptoms. The patient remained asymptomatic at 4-year follow-up. Although the size of the pseudoaneurysm remained unchanged by CT, tte demonstrated the shunt from the right aortic sinus towards rvot became smaller throughout the 4-year follow-up. CT done demonstrate heavy calcification of both left and non-coronary cusps but minimal calcification of the right coronary cusp of aortic valve before tavi. Different CT performed after tavi showed that the size of the pseudoaneurysm remained stable at 2- and 4-year follow-up. Also, tee done at follow up visits, revealed that the aorto-rv shunt became smaller at 2-, 3-, and 4-years. The patient remains in stable condition. It was speculated that heavy calcification of both left and non-coronary cusps made the expanded bioprosthesis overstretching the relatively pliable right aortic cusp and sinus, leading to an aortic tear and the formation of aorto-rv fistula. The aorto-rv fistula enabled the continuous drainage from the aortic tear, thus preventing the progression of the pseudoaneurysm.

Manufacturer narrative:
The valve remains implanted and was therefore not returned to edwards for evaluation. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetation or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, it was speculated that heavy calcification of both left and non-coronary cusps made the expanded bioprosthesis¿ overstretching the relatively pliable right aortic cusp and sinus, leading to an aortic tear and the formation of aorto-rv fistula¿. The aorto-rv fistula enabled the continuous drainage from the aortic tear, thus preventing the progression of the pseudoaneurysm. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.